Event description:
Critical care nurse stated that when filling out an online survey, the patient¿s caregiver indicated the person they care for experienced skin injury (broken skin) and a urinary tract infection (uti) after using the purewick system for men in the past 3 months. It was unknown what medical intervention was provided for the urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state" warnings: * do not use on irritated skin. Examples include, but are not limited to, rashes, skin tears, or blisters. * do not cover fresh surgical wounds with the device. * to avoid potential skin injury, never pull the device directly away from the user. Always peel in the direction from head to foot. * stop use if an allergic reaction occurs. Precautions: * not recommended for users who: ¿ are agitated, combative, or uncooperative and might remove the device. * have frequent episodes of bowel incontinence without a fecal management system in place. * have skin irritation or breakdown at the site. * proceed with caution in users who have had recent surgery of the external male anatomy. * always check skin for irritation or breakdown and clean and dry the skin prior to placement of a new device. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: d all available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Critical care nurse stated that when filling out an online survey, the patient¿s caregiver indicated the person they care for experienced skin injury (broken skin) and a urinary tract infection (uti) after using the purewick system for men in the past 3 months. It was unknown what medical intervention was provided for the urinary tract infection.